Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for analysis. Visual inspection and review of the event log found degraded downstream occlusion (dso) sensor (too many downstream occlusion alarms in event log). The complaint was confirmed. The cause was the dso sensor. Replaced the dso sensor to resolve the reported issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump is defective. There was unknown patient involvement and unknown patient harm.